Event description:
The rptr stated that a competitor's lens was damaged using an aq cartridge-fp. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.